Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records to 06/06/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain and instability. Revising surgeon noted a large amount of backside wear of the polyethylene tibial insert. He also indicated that the tibia was "grossly loose medially, and was spring-boarding on the cement mantle", and that there was "no cement actually adhered to the base plate". The tibia cement mantle was well-fixed. The femur was well-fixed, but surgeon identified a large amount of osteolysis in the patient's lateral femoral condyle. Femur, tibial base plate and tibial insert were revised; patella was retained. Depuy bone cement was used for primary. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.